Manufacturer narrative:
G4: 26may2020. B4: 27may2020. The service technician replaced the cpu pcba (central processing unit printed circuit board assembly) and power switch overlay and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
The customer reported a white display and the power led (light emitting diode) failed. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The fse (field service engineer) evaluated the device and found that the cpu pcba (central processing unit, printed circuit board assembly) was defective and the power led failed.